Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer suspects the material may be backflow of the antifoaming liquid (dimethicone). It is unknown if there was a delay to the start of pre-cleaning. During pre-cleaning the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not presoak the scope in detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. It is unknown if the customer flushed the air/water nozzle or channel with a detergent solution. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the upwards angle of the gastrointestinal videoscope does not work. The issue occurred during an unknown event and procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle has foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white-clouded area; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; distal end cover has a burn; connecting tube has a scratch; connecting tube has discoloration; connecting tube has a wrinkle; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; universal cord has a scratch; switch box has a scratch; switch4 has a wear; scope cylinder has a scratch; paint on scope cylinder is peeled; and control unit has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.